Manufacturer narrative:
Device evaluation: the evaluation of the returned section of the driveline confirmed an issue that could have contributed to the reported pump stoppage events. A section of the driveline approximately 19 inches long was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires revealed a breach to the insulation of the black wire approximately 0.25 inches from the nipple housing of the metal connector. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the black wire contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the speed drop and pump stoppages that were confirmed through the submitted screenshots of the patient's alarm history. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced admission for suspected pump thrombosis is covered under medwatch MFR report# (complaint (B)(4)). (B)(4). Approximate age of device - 8 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to and outside facility emergency room on (B)(6) 2017, with elevated lactate dehydrogenase (ldh), low flow alarms and transient power elevations. The patient was admitted due to concern for pump thrombosis. During hospital admission, the patient experienced multiple pump stoppages prior to being transferred to the implanting center. An ungrounded power module patient cable was utilized. The customer reported that additional pump stoppages did not occur after the while the ungrounded patient cable was in use. No adverse patient impact was reported due to the pump stoppage events. On 05/05/2017, the manufacturer¿s technical service representative reviewed x-ray images that did not show any compromised area of the driveline. A phase interrupter test also did not show any open wires. A distal end percutaneous lead (driveline) replacement. There were no alarms observed after the replacement. It was reported that the patient would remain on an ungrounded patient cable. No additional information was provided.